Manufacturer narrative:
The batch record review for radiesse(+), lot: a00175530, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00175530) and no similar events were noted. This case was assessed by merz north america as serious. The event of vascular compression was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device was only coded for formal reasons. Injection into the right cheek is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular compression was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a male patient. The patient was injected with radiesse(+) on periosteum into the right cheek (off label use of device). Batch number was reported as a00175530 (expiry date: 11/2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00175530 (expiry date: 11/2026). A lot search in the global safety database was conducted. After the radiesse(+) injection, the patient experienced signs and symptoms (reported as s/s) of vascular occlusion, compression. Interventions were implemented to increase blood flow to the affected area. The patient was treated with hylanex, plain lidocaine, sterile water, warm compresses, nitroglycerin ointment, and orally with acetylsalicylic acid (asa). Capillary refill was less than 2 seconds after interventions. Three hours after the treatment, the health care professional reported a good skin color, decreased bruising, and inflammation. Due to the provided information, the outcome of the event was considered as resolving.